Event description:
The user facility reported that during a surgical procedure the device had a frayed thread. The thread did not detach from the device. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences.